Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load sequence. The customer's blood glucose (bg) was 300 mg/dl. The customer reported that manual injections would be used to address the high bg and for alternate insulin therapy.